Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that around 12 bottles false positive. Customer inquiry/problem: customer reports around 12 vials flagged positive in drawer (B)(6) this morning. Customer determined all were negative with gram stain and placed back into instruments to continue their protocols."

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that around 12 bottles false positive. Customer inquiry/problem: customer reports around 12 vials flagged positive in drawer d this morning. Customer determined all were negative with gram stain and placed back into instruments to continue their protocols. ".

Manufacturer narrative:
H.6. Investigation: customer reported false positive results on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported . Customer reported 12 bottles flagged positive in drawer d. Bd remote service communicated with the customer and plot data was reviewed and the reported false positives were 100% caused by the ambient temperature event in the lab. The fx ambient temp spec is 18 - 30 degrees c or 64.4 - 86 degrees fahrenheit. The ambient temps in the lab went to 29.65 and then went back to the normal range in the lab which seems to be around 22 -23 c. The increase and decrease in the ambient room temperature have contributed to a false positive testing result and cause a shift in the plot data and the fx will interpret the vial as being positive falsely. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation which have changed the configuration of the instrument since release from manufacturing. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is due to ambient temperature issue in the room. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.